Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited decreased signal amplitude measurements, resulting in the smartpass feature disabling. No adverse patient effects were reported. This device remains in service. Additional information was received that oversensing was observed mostly during dialysis sessions. Technical services (ts) walked the health care professional (hcp) through re enabling the smart pass feature, that had been disabled previously. Ts had hcp briefly turn therapy off to perform posture assessments and was unable to reproduce amplitude changes. Therapy was turned back on, and smart pass enabled successfully. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited undersensing upon review of an untreated episode. The smart pass feature had been disabled. Ts recommended to bring this patient in for evaluation. Additional information was later received that this s-ICD exhibited r wave undersensing, t wave oversensing, and the smart pass feature disabled again. Low amplitude signals were present. This patient was on dialysis which ts noted could play a role with the signal size. Ts observed a previous inappropriate shock in which a shock impedance measurement of 25 ohms was observed. Automatic setup was fun again which showed low shock impedance measurements each time. Ts discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.